Event description:
Dealer states the caster stems on this bariatric bed are bent. Dealer hung up when he was advised this is not a warranty issue. There was no report of injury. Serial number doesn't pull in tracking system.